Event description:
It was reported that the patient presented to the implant procedure. During the procedure, it was noted that the novel lead had failed to capture. The lead was not used, and a new lead was implanted. The patient was in stable condition.